Event description:
It was reported to tycohealthcare/kendall in 2002 that a customer had sustained a needlestick. According to the customer an 18ga needle with a 60cc syringe, filled with 5fu for administration, was protruding out from the bottom of the bucket approximately 1/4 in. The employee received the wound to the palm of their hand when loading the sealed bucket into the biohazard box. The injury was cleaned and assessed and no further action was taken aside from normal first aid.